Event description:
The device was being used for a renal transplant biopsy. Two core passes were attempted but yielded no sample. The patient developed some complications (bleeding) from the failed biopsies which required cancelling further biopsies. No tissue samples were sent to pathology. The patient was admitted for monitoring, but remained stable following the procedure.